Event description:
It was reported the patient received the following results within 15 minutes: at 1:50 pm she received a reading of 449 mg/dl; no high blood glucose symptoms. States she panicked and injected 6 units of novolog insulin. At 1:55 pm she received a reading of 149 mg/dl; no low blood glucose symptoms, but was concerned that her blood sugar may continue to drop and drank 6 mini cokes for 6 carb units. At 2:10 pm she received a reading of 191 mg/dl. At 2:16 pm she received a reading of 234 mg/dl. At 2:25 pm she received a reading of 239 mg/dl. No adverse event was reported.